Manufacturer narrative:
MDR 3003442380-2024-02001 - device 7 of 7

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient for the 7 infusion set leakage on the first day of use due to which hyperglycemia and moderate ketones occurred. Patient also noticed scar tissue. Event occurred in (B)(6) 2024.infusionn set was placed in the abdomen. High blood glucose is corrected by injection via mdi. No further information was available